Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had met with a manufacturer representative to reprogram the device and it was not working. The patient also reportedly ¿fooled around with it¿ and ¿couldn¿t get it.¿ it was further reported that at the time of their report that patient was out of town and could not use it and it was not helping. It was noted that the implantable neurostimulator (ins) was for their lower back and the stimulation was not going where they needed it. The patient noted that it was ¿going to sensitive areas¿ and that it was stimulating them rectally. The patient reportedly needed to meet with someone because they could not go 3 weeks without being able to use the ins. The patient had reportedly met with a manufacturer representative on (B)(6) 2014. The patient was reportedly not happy, frustrated, and not satisfied with their therapy. The patient stated that they did not know how many times they have had be programmed and it was ¿not doing it.¿ it was noted that the patient was upset. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from a consumer regarding the patient which reported that the patient was feeling stimulation in the stomach since implant. The patient¿s indications for use included non-malignant pain. Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that stimulation was initially in her perineum, anus, and stomach. The patient had worked with a manufacturer representative almost weekly over the course of 6 months to move the stimulation into the correct area. In (B)(6) 2016, the patient had another reprogramming session where she had told the patient to turn the left side down and the right side up to deal with right side pain. Her leads were not implanted perfectly which is likely why she needed so much programming initially.

Event description:
Additional information received reported that the patient's therapy was still not effective. It was stated that &#62728;they can't get it to the right spot and they can't get it out of the wrong spot it was noted that since the last call the patient had been on vacation and was &#62153;and of disgusted with the whole thing&#63507;so she &#62153;kind of let it go for a while the patient stated that now she was back to where she wanted to see what she could do to get the thing going. The patient reported she was told prior to scs implant by the manufacturer's representative that she could have MRI. The patient stated that the reason for MRI was because she has had multiple back surgeries and has multiple issues with her neck and thoracic spine and fractured vertabrae in her cervical spine, 2 discs in lumbar spine with scoliosis, and lordosis. The patient stated that she recently found out that her system was not MRI compatible (pt had a surgical lead implanted with a surescan implantable neurostimulator (ins)). The patient stated that she has scs therapy implanted only for problems with her lumbar spine. It was stated she had not followed up with her managing healthcare professional (hcp)'s office since she last contacted patient services (see related call). The patient was redirected to the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient spoke with a manufacturer's representative (rep) and reported that the rep felt that the lead was in the midst of scar tissue and this kept it from working properly. It was stated that the rep tried numerous times to move the stim over to the side that isn't working on the pain. The patient mentioned prior unspecified stimulation issues that had resolved "by themselves," but stated this issue was not resolved. There were no reported complications and no further complications were expected.